Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient stated the ins was taking up to 5 hours to charge. It had been happening on/off for about 6 months. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to the implantable neurostimulator (ins) taking longer to charge was ¿their employer changed my work hours making it impossible to charge except on weekends.¿ currently, the issue with the ins taking longer to charge was only temporary resolved as they recently had surgery, so they hadn¿t been returned to work. As of now, no steps had been taken to resolve the ins taking longer to charge, but the consumer was going to make ¿one last proposition to their employer¿ regarding the issue. No patient symptoms or further complications were anticipated.